Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. The infusion set was changed, and a manual insulin injection was administered to address bg level. Reportedly, the customer was using off-label insulin. Tandem technical support educated customer on proper insulin labeling. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Device not returned.